Event description:
The customer reported a blank display. During troubleshooting, the customer noticed a crack along the reservoir compartment. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint.